Event description:
It was reported that the patient presented in clinic for a follow up. Device interrogation revealed high capture thresholds and extra cardiac stimulation on the right ventricular (rv) lead. The physician elected to reposition the rv lead. The patient was in stable condition.